Event description:
The following information was reported to gore: on (B)(6) 2024, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis. During the treatment, a proximal end of the trunk-ipsilateral leg was deployed to cover the half of the left renal artery. After all stent grafts were implanted, an angiography revealed that the proximal end of the trunk-ipsilateral leg unintentionally covered about 2/3 of bilateral renal arteries. Both blood flows were confirmed. However, for treatment additionally a bare metal stent was implanted into the right renal artery and a bare metal stent was implanted into the left renal artery. An angiography revealed both blood flow were no issues. The patient tolerated the procedure. The physician stated that the device covered the renal arteries more than expected because the tortious vessel caused the proximal end of the device to straighten out when the angulation wire was removed.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU) possible defects and adverse events include the following: improper component placement, component migration and renal artery occlusion emdr section h6, codes b14, c19, d12, d15 updated to reflect results of investigation / product evaluation. Product evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following two radiographic jpeg images received for evaluation. No name, date, or demographics on the images. Cannot manipulate the images in any way. (Window leveling, rotating, etc.) Jpeg image #1 shows an angulated proximal aortic neck distal to the renal arteries. The proximal end of the gore® excluder® conformable endoprosthesis appears to cover or partially cover the renal arteries. There appears to be flow in the left renal artery (lra). The flow in the right renal artery(rra) appears to be less in comparison. There are drawing annotations of stents in the renal arteries bilaterally, however, cannot confirm there are actual stents in the renal arteries with this available annotated image. Jpeg #2 ¿ cannot confirm the presence of stents in the renal arteries. The renal arteries are patent. Emdr section h6, codes b14, b15, c19, d12, d15 updated to reflect results of investigation.